Event description:
The user facility reported one employee experienced a burn on their hand while handling items that had been processed in their v-pro max sterilizer. Another employee experienced a burn, but user facility personnel did not disclose where the burn was obtained. Both employees rinsed their hands with water; the user facility did not disclose if medical treatment was administered.

Manufacturer narrative:
All instruments were reprocessed prior to use. A steris service technician arrived onsite following the reported event to inspect the v-pro max and found the unit to be operating properly. No repairs were required, and the unit was returned to service. The technician was informed that the employees subject of the event were not wearing proper ppe, specifically gloves, as stated in the operator manual. The v-pro max sterilizer operator manual states (6-14), "ansi/aami st58, 2013, recommends using chemical-resistant gloves when using the sterilization unit." The operator manual further states (1-2), "danger - chemical injury hazard: any visible liquids in the chamber or on the load must be treated as concentrated hydrogen peroxide. Observe all hydrogen peroxide handling precautions. When handling hydrogen peroxide, wear appropriate personal protective equipment." Additionally, user facility personnel should ensure that instruments are properly dried prior to placement in the v-pro max sterilizer. The operator manual states (a-1), "dry all items thoroughly. Ensure all moisture is removed from all internal parts (including lumens). If not, residual hydrogen peroxide may remain at cycle completion and/or a cycle abort occurs. Only dry items are to be placed in sterilization unit." The technician counseled the user facility on the importance of wearing proper ppe, specifically gloves, while operating their v-pro max sterilizer and properly drying instruments before processing. No additional issues have been reported.